Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient experienced a ventricular tachycardia (vt) episode and the device failed to deliver high voltage therapy. The suspected cause was due to the auto-update morphology resulting in a template based on ectopic beats rather than sinus rhythm. Device reprogramming was recommended. The patient was stable.

Event description:
Further information was received indicating the device was reprogrammed to resolve the issue. The patient was stable with no adverse consequences.